Event description:
It was reported that a user experienced hyperglycemia after changing infusion supplies for the ilet system, with blood glucose rising to 315 mg/dl and remaining above range for approximately two hours before trending down while on the phone with support. Symptoms included anxiety. Outcomes included no ketone testing, no use of back-up therapy, and no professional medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that there was no confirmed device malfunction and that the event was non-serious.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.